Event description:
Boston scientific received information that at a recent follow up increased pacing thresholds were noted on this right ventricular lead along with decreased but within range pacing impedances and variable r waves. It was suspected that a microdislodgment may be the root cause of the field observations. The physician elected to continue to monitor the patient with no remedial action planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.